Manufacturer narrative:
(Reader serial number) has been updated based on the returned product. Reader (B)(4) has been returned and investigated with retained test strips and a new issue was observed. Visually inspection has been performed on the reader and no issues were observed. The reader did power on with button depression. Control solution testing was performed. Unable to confirm the complaint as there is an issue with touch screen. A readings issue was not observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. The device manufacturer date for the reported meter is unknown. The date entered in section is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips were reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was not performed for precision strips due to strip expiration. The libre reader was previously returned and the reported complaint was unable to be tested due to contamination of the reader found once it was de-cased. Therefore, no further investigation activities were performed for the libre reader. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.